Manufacturer narrative:
Evaluation summary: the returned device was received and evaluated visually, by light microscope, and x-ray. As received the valve exhibits heavy calcification in the cusp area of all three leaflets, and in the free margin of leaflet 1. Calcification restricted mobility in the leaflets and led to stenosis. Minimal to moderate host tissue overgrowth encroached onto the tissue, at both aspects and into the orifice at the greatest point by approximately 4-5mm. Host tissue is minimal to moderate at the stent inflow and stent outflow. Method: x-ray. Additional manufacturer narrative: the root cause of the calcification cannot be determined. Calcification is a well recognized failure mode of bioprosthetic valves. The mechanisms for bioprosthetic heart valve tissue calcification are not fully understood. Many factors can contribute to the onset and propagation of calcification including patient related (e.g. Patient age, disease state, immune status, and other co-morbidities), pharmacological, and intrinsic properties of the valve itself. It is widely understood that patients with chronic renal disease and prior history of calcific stenosis of the native valve may be predisposed to bioprosthetic calcification. Host tissue/pannus growth is a complex process triggered by the interaction between the host and the device and is highly variable among patients. Literature defines pannus as a type of scarring and tissue ingrowth. It is not currently possible to predict the occurrence and severity for any given patient with a bioprosthetic heart valve. A certain degree of host tissue growth is expected. However, abnormal or severe pannus growth can eventually affect the function of the valve. According to literature, pannus typically occurs between 12 months to 5 years. Since the mechanism of host tissue growth in bioprosthetic heart valves is still not fully understood, the root cause for the host tissue growth for this particular valve cannot be determined at this time. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections. The investigation reveals no quality deficiencies during manufacturing.

Manufacturer narrative:
(B)(4). User facility report number (B)(4) was received. There as no new information that was contrary to the initial reporting decision.

Event description:
Reportedly, a porcine heart valve was explanted after an implant duration of approximately nine and a half years due to severe stenosis of the bioprosthetic valve. Further investigation with the hospital revealed evidence of heart failure; the patient had increased shortness of breath and fatigue.

Event description:
The operative report states, "at surgery, a transesophageal echocardiogram revealed severe aortic stenosis." The report further reveals, "direct inspection of the aortic valve was consistent with the transesophageal echocardiogram findings. Two of the three leaflets were completely non mobile and the third leaflet was partially mobile. They were moderately heavily calcified...there did not appear to be significant in-growth. There was a complete surrounding of the pledgelet sutures with fibrous tissue." It was documented that the patient tolerated the procedure well.